Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The reporter indicated that there were unanticipated x-rays taken as a result of this event. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cannulated screwdriver broke off while trying to insert a cannulated screw during a pelvic fracture case on (B)(6) 2016. There was a 20 minute surgical delay as the tip was retrieved and it was confirmed by x-rays that no fragments remained in the patient. The surgery was successfully completed with another screwdriver. There was no patient harm; the status of the patient is unknown. This complaint involves one device. Concomitant device reported: cannulated screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).